Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button did not respond during investigation. There was evidence of keypad adhesive found under the bolus button key contact.

Event description:
The patient reported that the audio bolus button is unresponsive. He confirmed that the keypad is intact and that there is no damage to the pump. The patient stated that all other buttons are responding appropriately. He noted that the buttons do not stick, and that they spring back as expected when pressed. The patient denied exposing the pump to moisture, and stated that he wears the pump on his waist. The patient has chosen to continue using the pump at this time with no further reported issues.